Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve load check was performed and the valve load was confirmed. During attempt to insert the device, it was noted the doctor had difficulty getting the delivery catheter system (dcs) into the patients skin. The patient had the presence of a lot of scar tissue in that access area from previous procedures. With the use of multiple dilators, the dcs was inserted into the vasculature. Once the dcs was advanced around the aortic arch and in the cusp overlap view, the outflow portion of the valve frame was no longer straight. From the left anterior oblique view, the bend was even more noticeable. A decision was made to withdraw the dcs and replace it and the valve. Outside of the patient at the loading table, the dcs deployed the valve and the valve frame appeared to come out of the capsule perfectly. It was noted there was no outflow crown from the frame that was bent indicating a misload; so it was assumed to have happened when the dcs passed through the area of scar tissue in the groin. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two media images were provided for review. Both media images show bent outflow crowns in the capsule. There was not any imaging of the valve deployed outside of the body to confirm or deny valve integrity. Imaging of the device traversing through the anatomy was not provided for review. The valve load inspection was not provided for review to confirm or deny they were present before access. The patient executive summary was not provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU) contains instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. Also, the device IFU contains instructions to perform the bioprosthesis loading procedure in the integrated loading bath filled with cold, sterile saline (0° c to 8° c). Bath temperatures not sufficiently chilled can lead to excess loading forces and potentially misaligned struts and frame bend during the loading process. In this event, it was reported that there was no indication of a misload. It was assumed that the frame was bent when the dcs passed through the area of scar tissue in the groin. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0011404211); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.